Event description:
Hcp reported the pump was explanted and replaced and returned to the MFR for analysis after having been implanted for 42 months. A follow up report will be sent when additional info is received.